Manufacturer narrative:
The device was returned to olympus for inspection and the customer¿s allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315 no image error. Based on the results of the investigation, it is most likely that the reportable malfunction was due to such issues as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problem, overheating problem, and electrical problems like a signal loss or open circuit. However, the root cause cannot be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited error e315 with no image error code. There was no patient involvement.